Event description:
Boston scientific crm received information that during the implant procedure of this implantable cardioverter defibrillator (ICD), the physician had a difficult time engaging the setscrew. The local field representative went to get a new device to implant; however, when he returned the scrub technician was able to engage the setscrew and eventually tightened the distal set screw. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. All sealplugs were intact and all set screws moved freely. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this device was electively explanted. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.